Event description:
It was reported that the top lcd (liquid crystal display) lens on the epg (external pulse generator) is cracked/broken. The epg was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was broken. It was also noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was broken, the battery contacts were compressed and the ring was bent.